Manufacturer narrative:
The reported event of failure to capture and sense were confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found that an external abrasion breaching the distal soft tip was noted at 52.0 cm to 52.1 cm from the connector pin consistent with friction to another implanted device or feature of the patient anatomy. The cause of failure to capture and sensing was due to the exposure of the distal header metal at the abrasion zone. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage at the connector region. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with a dislodged right atrial lead. It was noted that the lead had been dislodged all the way back to the device pocket, and due to this was experiencing a failure to capture and sense. Prior to the procedure, programming changes were made in an attempt to fuse pace and provide resynchronization support. The patient noted that because of those changes, they experienced discomfort associated with loss of atrioventricular synchrony and pacemaker syndrome. The lead was explanted on (B)(6) 2021 and replaced without further complication. The symptoms noted by the patient prior to the procedure were not no longer present after the new right ventricular lead was implanted, and the appropriate programming changes were made. The patient was stable throughout.